Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink sets were leaking at the white joint level during priming. There was no patient involved. No additional information is available.

Manufacturer narrative:
A sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included pressure and clear passage under water testing. A leak was confirmed due to incorrect assembly of the tubing into bushing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause is incorrect manual assembly of the components during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.